Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (pds suture) involved caused and/or contributed to the post-operative complication (hematoma) described in the article? Does the surgeon believe there was any deficiency with the ethicon product (pds suture) involved? Citation: foot & ankle international 2016, vol 37(3) 288-293, dol: lo.1177/10711007i560992i. (B)(4).

Event description:
It was reported via a journal article"title: operative treatment of the insertional achilles tendinopathy through a transtendinous approach". Authors: sarah ettinger, m d, rameez razzaq, md, hazibullah waizy, md, leif claassen, md, kiriakos daniilidis, md, christina stukenborg-colsman, md, phd, and christian plaass, md. Citation: foot & ankle international 2016, vol 37(3) 288-293, dol: lo.1177/10711007i560992i. This retrospective study aimed to evaluate retrospectively the clinical outcome of the transtendinous approach in insertional achilles tendinopathy (iat). Between 2010 and 2011, a total of 40 patients were analyzed (n=19 males and n=21 females, mean age: 52.3 years, age range: 13.7-73.5 years, mean bmi: 28.5, bmi range: 18.8-40.4). Thirty-six of the patients were overweight (bmi of more than 25) and 18 patients have bmi of more than 30 (seriously obese). The patient either use a single-anchor, 2-suture anchor, or double-row-anchor techniques. The central split of the tendon was closed with a continuous suture with poly(p-dioxanone) sutures 3-0 (pds) (ethicon) in all patients. Complaint included hematoma (n=1) that had to be revised once. In this patient, the single-anchor technique was used and the bony healing of the achilles tendon (at) remained incomplete during the follow-up period. In conclusion, the transtendinous approach allowed access to all associated pathologies in iat. It had relatively few complications and lead to good clinical results.